Event description:
It was reported that following a supply change, the user experienced prolonged hyperglycemia with a reported blood glucose up to 456 mg/dl, difficulty completing the pump rewind sequence due to the screen powering off and returning to the rewind prompt, and a leaking cartridge evidenced by insulin in the cartridge chamber; the user administered a subcutaneous insulin pen dose and later completed the supply change using an inset teflon infusion set. Symptoms included hyperglycemia followed by blood glucose decrease to 88 mg/dl. Outcomes included interruption of insulin delivery for several hours and the need for manual insulin administration. Investigation included review of device logs, user follow-up to obtain video evidence of the rewind behavior, and collection of lot information for the leaking cartridge; replacement supplies were arranged. Investigation of this case revealed persistent rewind workflow interruptions consistent with a device user interface or motor control anomaly and a cartridge integrity issue consistent with a leak. It was concluded, based on previously established findings for similar reports, that the cause was likely a combination of a supply component failure leading to leakage and a device performance issue during the rewind sequence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.